Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when attempting to remove the catheter, it bent at the level of the subcutaneous tissue, making its removal difficult. This delayed the start of surgery and caused skin injury due to the bending of the catheter. A catheter from another manufacturer was used without any complications". The patient's current condition is reported as "unknown".

Event description:
It was reported that "when attempting to remove the catheter, it bent at the level of the subcutaneous tissue, making its removal difficult. This delayed the start of surgery and caused skin injury due to the bending of the catheter. A catheter from another manufacturer was used without any complications". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).